Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to damage on the right/left knob. Also, evaluation found the right/left knob did not move smoothly due to deformation of the angle shaft, the air/water and suction cylinders had no color, the insulation resistance value at the distal end did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked, the universal cord was wrinkled, and the scope cover and light guide lens were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had an air/water leak at the body control unit. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water tube and cylinder had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and cylinder was unable to be further specified. Moreover, no physical damage at the material residue point was observed, nor was it possible to confirm any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.